Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled as 8706 apparently empty inside a plastic bag. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Event description:
It was reported that when a cv surgeon was doing mvr hap + laaplication, the suture detached from needle. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former, a detached needle and one small needle- suture were received for analysis. Product code 8706h, this product code is double armed. During the visual assessment of the detached needles, the swage and attachment area were as expected. Marks on the body needle that appear to be by a surgical instrument could be observed. The barrel hole of needle was examined under magnification and remnant suture was noted. In the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extreme was noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.